Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for approximately four months. The ipg would no longer communicate with the charging unit and the patient programmer. Surgical intervention may be undertaken to address the issue.